Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set cannula was bent. The patient's blood glucose level exceeded 500 mg/dl within 3 hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully.. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.